Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The battery hatch was broken. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart alarm test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to a blank display. The device had a minor scratched display window, cracked case at display window corners, broken battery tube threads, and broken reservoir tube lip.